Manufacturer narrative:
The insulin pump passed functional tests. No battery out limit alarm noted. No failed battery alarm. The insulin pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a failed battery test alarm from his insulin pump. The customer stated he changed the insulin pump's battery four times. The customer's blood glucose level was 208 mg/dl. Standard troubleshooting was performed. The customer continued to receive a failed battery test alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.